Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevated sensing integrity counter (sic), and high-rate non-sustained episodes were also noted. The patient was hospitalized to monitor the lead and the lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: he full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation and inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation was ruptured. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.